Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message. The customer repositioned the patient, replaced the battery and the lifeband but issue persisted. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell. The cracked cover and the defective load cell was likely attributed to mishandling such as a drop. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. The observed physical damage was most likely attributed to user mishandling such as a drop. The front enclosure was replaced to address the issue. Review of the archive data showed multiple user advisory (ua)07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell #2 was defective. The defective load cell #2 was replaced to remedy the fault. Upon further testing, unrelated to the reported complaint, noted a sticky clutch was observed. The root cause of a sticky clutch area is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to wear and tear. The autopulse platform was manufactured in october 2017 and is nearing its expected serviceable life of 5 years. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).